Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant loss of capture occurred as well as high pacing thresholds when placing this left ventricular (lv) lead. The lv lead position was changed several times with no change. A lead fracture was suspected thus a new lead was used with no issues. The lead will not be returned as there was tissue adhered to the lead body. No adverse patient effects were reported.